Event description:
Caller reported patient was taken to the hospital by parents with a blood glucose level up to 400 mg/dl via unknown meter. Caller stated the diabetes counselor changed the cartridge and infusion set; correction via pump; no information regarding any additional treatment being given. Caller reported two days later patient's blood glucose level is 250 mg/dl vis lab result. Diabetes counselor alleges the pump did not deliver correct insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.